Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a high out of range pacing impedance measurement was noted on the non-boston scientific right atrial (ra) lead connected to this pacemaker. The device was reprogrammed to employ unipolar pacing and bipolar pacing. No adverse patient effects were reported. The pacemaker and non-boston scientific ra lead remain in service.